Manufacturer narrative:
An event of device embolization, unspecified tissue injury, and mitral valve insufficiency/regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that after the procedure, 3 hours later, the device embolized and went past the mitral valve to the left ventricle. Patient anatomy was very challenging. There was no obstruction of blood flow, but the patient did experience severe mitral regurgitation due to the embolized device getting stuck in the chordae tendinea of the mitral valve. The device was attempted to be removed using a polypectomy raptor device through a non-abbott sheath. Several attempts were made but were unsuccessful. The decision was made to send the patient to open heart surgery to remove the device and to replace the mitral valve. Then, the device was explanted via open heart surgery, and the patient was admitted to the intensive care unit (ICU) and was reported to be stable and recovering well. Based on the information received, the cause of the embolization was believed to be due to the patient's challenging anatomy. The reported unspecified tissue injury and mitral valve insufficiency/regurgitation appeared to be related to device embolization. The reported device embolization appears to be related to patient's challenging anatomy.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant to close the laa using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's anatomy was very challenging. The anatomy consisted of large amounts of pectonate at the posterior portion of the laa and an anterior wing along with a wide girthy neck, funneling down into the wing. The sizing of the device was determined via transesophageal echocardiography (tee). The orifice measured from 30-37mm. The landing zone measured from 14-26mm. The depth measured 25-34mm. The neck of the appendage was very wide, measuring 21-26mm, but the neck narrowed down and measured 14-20mm in some views. The left atrial pressure during the procedure was 19mmhg. The patient was in normal sinus rhythm during the procedure. The device was deployed and one partial recapture was performed, and then final deployment was a partial sandwich, meaning that a partial portion of the amulet lobe was in the wing of the left atrial appendage. The device showed evidence of compression with a slight roman helmet shape. A tension test was performed. All close criteria were satisfied both before and after the tension test was performed, and they were confirmed by both transesophageal echocardiography (tee) and fluoroscopy. There was no clinically significant leak around the lobe of the device. Three hours later, the device embolized and went past the mitral valve to the left ventricle. There was no obstruction of blood flow, but the patient did experience severe mitral regurgitation due to the embolized device getting stuck in the chordae tendinae of the mitral valve. The device was attempted to be removed using a polypectomy raptor device through a non-abbott sheath. Several attempts were made but were unsuccessful. The decision was made to send the patient to open heart surgery to remove the device and to replace the mitral valve. On (B)(6) 2023, the device was explanted via open heart surgery, and the patient was admitted to the intensive care unit (ICU). On (B)(6) 2023, the patient was reported to be stable and recovering well. The cause of the embolization was believed to be due to the patient's challenging anatomy.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant to close the laa using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's anatomy was very challenging. The anatomy consisted of large amounts of pectonate at the posterior portion of the laa and an anterior wing along with a wide girthy neck, funneling down into the wing. The sizing of the device was determined via transesophageal echocardiography (tee). The orifice measured from 30-37mm. The landing zone measured from 14-26mm. The depth measured 25-34mm. The neck of the appendage was very wide, measuring 21-26mm, but the neck narrowed down and measured 14-20mm in some views. The left atrial pressure during the procedure was 19mmhg. The patient was in normal sinus rhythm during the procedure. The device was deployed and one partial recapture was performed, and then final deployment was a partial sandwich, meaning that a partial portion of the amulet lobe was in the wing of the left atrial appendage. The device showed evidence of compression. A tension test was performed. All close criteria were satisfied both before and after the tension test was performed, and they were confirmed by both transesophageal echocardiography (tee) and fluoroscopy. There was no clinically significant leak around the lobe of the device. Three hours later, the device embolized and went past the mitral valve to the left ventricle. There was no obstruction of blood flow, but the patient did experience severe mitral regurgitation due to the embolized device getting stuck in the chordae tendinae of the mitral valve. The device was attempted to be removed using a polyectomy raptor device through a non-abbott sheath. Several attempts were made but were unsuccessful. The decision was made to send the patient to open heart surgery to remove the device and to replace the mitral valve. On (B)(6) 2023, the device was explanted via open heart surgery, and the patient was admitted to the intensive care unit (ICU). On (B)(6) 2023, the patient was reported to be stable and recovering well. The cause of the embolization was believed to be due to the patient's challenging anatomy.